Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
An email was received regarding a bag spike clave additive port, clave alleging that clave has occasional leakage with the ch3340 bag spike, leading to wasted chemotherapy, delays in patient care, and increased nurse exposure risk. There was no date of the event or patient harm reported.